Manufacturer narrative:
The customer biomed engineer (bme) reported the user interface (ui) printed circuit board assembly (pcba) was received and replaced. The device was run for over eight hours and the issue could not be duplicated. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator shut down. The device was in clinical use at the time the issue occurred. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the unit had been running on internal battery for a couple of hours based on the log review. The be thought the issue was related to the 35 volt rail issue. The investigation is ongoing.

Manufacturer narrative:
H10: the biomed engineer (bme) initially assumed the issue was related to the 35-volt rail issue, however, there was no evidence to support this assumption in the diagnostic report. The remote service engineer (rse) advised the replacement of the user interface (ui) printed circuit board assembly (pcba), and possibly, the power switch overlay as a resolution. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, ui pcba, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.